Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information from a clinical study that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system developed endocarditis on the right ventricular (rv) lead and became septic. The crt-d system was successfully explanted. No additional adverse patient effects were reported.